Event description:
It was reported that a person with diabetes (pwd) experienced hyperglycemia with a blood glucose reading of 550 mg/dl, after which the pwd performed a site change and discovered the cannula was kinked. The pwd administered a corrective dose of humalog via injection and entered the same amount into the pump while disconnected so the insulin would be accounted for as active insulin. Later that evening, anticipating food intake, the pwd administered an additional injection of 5 units and entered 5 carbohydrates into the pump, after which they experienced a rapid glucose decline consistent with insulin stacking. The pwd reported developing a severe hypoglycemic event, with the blood glucose meter reading ¿lo¿ and later measuring 42 mg/dl, prompting their spouse to contact emergency medical services. Ems administered glucose paste, and when glucose levels did not sufficiently improve, the pwd was transported to the emergency room, where they received IV fluids and oral carbohydrates and was discharged home once glucose levels stabilized.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: updated. D9 - date returned to MFR: 24-apr-2026. H3 and h6 codes: updated. One sample device was returned for evaluation. The lot history was not reviewed, as no lot information was provided. Visual inspection revealed that the cannula was bent to 90-degree angle. Functional testing was performed, during which free flow was observed during the occlusion test. The complaint allegation was confirmed based on the evaluation findings. However, the probable cause could not be determined.